Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via social media, a high reading issue with the adc device. The customer reported receiving an unspecified high sensor scan but indicated they experienced hypoglycemia and loss of consciousness as they were "actually around 50 mg/dl" (via unspecified meter). The customer received unknown third-party treatment. No other details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via social media, a high reading issue with the adc device. The customer reported receiving an unspecified high sensor scan but indicated they experienced hypoglycemia and loss of consciousness as they were "actually around 50 mg/dl" (via unspecified meter). The customer received unknown third-party treatment. No other details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-6 (type of investigation) codes and h-10 (additional mfg narrative) were incorrectly documented in the previous initial report.